Manufacturer narrative:
An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the usm to resolve the issue. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the parts involved with this complaint and completed the device evaluation. Failure analysis confirmed the customer reported issue. Mechanical testing was performed, the unit was installed into the test system and failed normal mode as it triggered 23087 errors on insertion degrees of freedom (dof) 4. The unit failed on a pftp and chipencoder virtual absolute (cva) characterization test. The cva disk was swapped with a new on and the error no longer occurred. The original cva disk was reinstall and the errors returned. The unit was also tested on a pftp with a new cva disk and passed direction test, lissajous, sensors check, sine cycle, friction test, carriage friction test, brake release test, brake hold test, advanced brake test, carriage strength test, and carriage switches test. The insertion dof 4 cva disk will be replaced as a fix to the reported problem.

Event description:
It was reported that during a da vinci-assisted inguinal hernia repair surgical procedure, the customer had errors on the system. The customer had cycled all main breakers, reseated all blue fiber cables, performed an emergency power-off (epo), back drove universal surgical manipulator 1 (usm1) through its full range of motion on axis 3, and reboot system; but error 23087 persisted. An intuitive surgical, inc. (Isi) technical support engineer (tse) was contacted and had the customer disable usm1, and successful system homing was then achieved. The procedure was completed with no patient harm.